Event description:
The patient was implanted with hernia mesh t-sling on (B)(6) 2010. Later the patient experienced urinary retention, recurrent urinary tract infection, urinary incontinence, dyspareunia, inability to empty bladder, mixed incontinence, stress urinary incontinence, voiding dysfunction and pelvic pain. Treated with intermittent self catheterization on (B)(6) 2010. Treated with antibiotics and vesicare on (B)(6) 2010. Autologous fascial sling, urethrolysis and suprapubic urinary catheter performed on (B)(6) 2013.